Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: unable to complete required investigation steps and adequately investigate the complaint the black box shows an unexplained por on (B)(6) 2017 at 16:01; deliveries resumed (B)(6) 2017 at 06:54. Unexplained por occurred on (B)(6) 2017 at 12:15... Pump was powered back on (B)(6) 2017 at 12:26 and a cs069 alarm was recorded. Insulin deliveries never resumed). The pump was unable to recover from the cs069 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced hyperglycemia and hospitalization while on the insulin pump due to an inaccurate delivery issue. The reporter stated that the user woke up to an empty pump on (B)(6) 2017; the user put a new cartridge in the pump and did a full cannula set change. Shortly after, the patient began vomiting and became cyanotic and was taken to the hospital via ambulance. The patient did not test their blood glucose (bg) or pump and did not think the pump was at fault at the time. It was reported that prior set change was completed (B)(6) 2017. The reporter stated that the patient experienced a bg of 26 mmol/l with large ketones and think the patient was treated with insulin. The reporter believed the patient¿s bg went as high as 50 mmol/l, but was not sure. Reportedly, the doctor assumed there was a pump issue, but was unsure because the alarm history could not be adequately reviewed due to a call service (cs 069) alarm unable to be cleared after the event. Reportedly, the patient discontinued the insulin pump and remained in the hospital, but was stable. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.